Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to extended charge times. At the time of explant, the device was at end of life (eol) in storage mode with a charge time of 35.1 seconds. The patient had not had a device check since 2008. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, the device was successfully interrogated. Engineering calculations determined that this device did not meet expected longevity per programmed values. Additional laboratory testing and analysis is pending. No further information is available. This report will be updated if more information becomes available.

Event description:
--